Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced high blood glucose (bg) levels of 231 mg/dl and 600 mg/dl. Customer addressed bg levels by administering a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.